Event description:
On (B)(6) 2011, patient reported his infusion device started messing up on him. Patient stated his blood glucose level was elevated up around 13.9 mmol/l (250 mg/dl). Patient's normal blood glucose range is 6-8 mmol/l (108-144 mg/dl). Patient reported he looked and his insulin cartridge had air in it. Patient stated he took the cartridge out to tap the bubbles up to the top and when he put the cartridge back in and attempted to prime, he received an e10 (cartridge error) message. Patient reported he turned the infusion device back to stop and when he restarted it the infusion device gave an a2 (battery low) error message. Patient stated he changed the battery and then received an e6 (mechanical error) message. Patient reported the battery is new and that he tried different batteries as well. Patient stated the display on the infusion device is not showing. Patient reported the top half all the way across is missing; this affects the insulin amount area. Patient stated all of this occurred on (B)(6) 2011 in a row. Patient switched to his backup infusion device. Patient reported he was able to treat himself by bolusing and his blood glucose is now back to normal. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.